Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). The customer believes insulin was leaking; however, the customer was unable to determine where the leak was coming from. Reportedly, the customer noticed wetness during bolus delivery. Customer changed the pump supplies and delivered a bolus to address elevated bg levels. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.